Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. The following information was requested but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? What is the lot number & product code?

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was received: product code should be vcp346h. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m product complaint # (B)(4). Date sent to the FDA: 2/21/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.